Event description:
Toddler with complex medical history including mitichondrial metabolism disorder. A double lumen 5 french catheter was placed for long term access for total parenteral nutrition (tpn) approximately 2 months ago. Leaking from the catheter was noted and it was thought to be coming where the 2 lumens were becoming one. Attempts to secure a repair kit from the company were unsuccessful. Patient required a return to the or for removal of the defective catheter and replacement.